Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient's right eye due to blurry vision. There was incision enlargement. Patient outcome unknown. No product problem. No patient injury. No other information was provided.

Manufacturer narrative:
Section a3b, a5 and a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between apr 1, 2024 and apr. 30, 2024. Section h3- (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 28,2024.. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half and with a piece of one half missing. The lens was cleaned, presenting with no issue that would have caused or contributed to the complaint event. The complaint issue "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed in the and revealed one complaint folder received. However, this complaint issue reported is not related. Based on complaint history record results, no further actions are required. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.